Event description:
It was reported to kendall on 9/20/01 that a needle had punctured a container, resulting in a needlestick incident. The container was reported to be about half full, and the puncture occurred about halfway up the wall in middle.